Event description:
Information was received indicating that the day rate was not changed to the night rate in the evening on the smiths medical cadd-legacy duodopa ambulatory infusion pump. It was reported that the patient was restless and hyper-kinetic due to error. Per reporter patient was subsequently advised to stop infusion with the pump until their condition improved. No additional adverse effects were reported.